Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners at the same time. The subject device was discarded by the user facility whereas the intertwined and deformed fasteners were returned for evaluation. Based on the as received condition it is possible a full stroke may not have occurred on the first deployment and upon the next actuation two fasteners were deployed. While a definitive root cause cannot be determined without having the device to evaluate. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd." H3 other text : sample evaluated.

Event description:
As reported, during a procedure the capsure fixation device deployed two fasteners at the same time. It was also reported that there were fasteners that could be fixed. There was no reported patient injury.